Manufacturer narrative:
The device was not returned for analysis. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficulties cannot be determined. The treatment is due to the circumstances of the procedure. In this case, it is possible a suture snag occurred during deployment of the suture, or excess suture tensioning, or pushing more that tensioning of the rail limb occurred during knot advancement; however, these cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a prostyle device using a 7f sheath after a subarachnoid hemorrhage intervention procedure. Reportedly, the suture broke while advancing the knot with the suture trimmer and pulling the blue rail suture. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.